Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material #: 309623. Batch #: 3139348. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported by the customer that the needles seemed very dull, very hard to get the medicine into it and several time during the injection, the tip separated from the syringe in the middle of my injection. Verbatim: photo - I have been giving myself shots (3 shots every monday) for over a year and have never had that much resistance for the needle to go in. And yes, it hurts. Video - I also never had that much trouble getting the medicine into the syringe. (However, in this video, it was a little easer then in the past - taken today.) Sorry, video is too large to send 1st july - which defect observed? - how many occurrences for this defect? - see above. 7th july - which defect observed? - how many occurrences for this defect? - see above, plus the needle came off the syringe during the shot. 16th july - which defect observed? - how many occurrences for this defect? - see above. 22nd july - which defect observed? - how many occurrences for this defect? - see above. 29th july - see above, plus the needle came off the syringe during the shot again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.